Event description:
Both implantable neurostimulators (inss) were programmed with the same parameters; one of the batteries depleted before the other. The physician replaced both inss. The pt was reported to be "okay" following the replacement.

Manufacturer narrative:
The implantable neurostimulators have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.